Manufacturer narrative:
Complaint of rf failure was confirmed. Unit failed functional testing with rf board disabled error. Cause of error is a defective rf board pn: 1180215 with date code/serial number: (B)(4). Unit passed functional testing with a known good rf board installed. Unit requires non warranty service and repair. (B)(4).

Event description:
It was reported that during an unknown procedure using vulcan generator, ce mark it was found that the device had too low impedance and had no functionality. It is unknown if there was a procedural delay. There was no back up device available. This incident did not result in any patient injury or complications.